Event description:
This complaint was part of a market preference evaluation which records the complaint aspects of mpe 115 next generation trochanteric nailing system (tfna). During a procedure to implant the 420mm x 11mm 130 degrees trochanteric nail with 100mm helical blade in a (B)(6) male patient, it is reported the blade/screw guide sleeve would not disengage. It was stated that the aiming arm assembly was removed, causing a 10 minute delay in procedure. Upon inspection at the back table after the case, sc reports the blade/screw guide sleeve appeared to have cross threaded. It could not be verified that this was caused by overtorque of the assembly. Procedure was completed successfully with no harm to patient. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the threads near the distal end of the instrument are damaged. The damage occurs across approximately 17 threads. The initial damage was most likely caused by the guide sleeve rotating within the aiming arm, causing the threads to deform and the guide sleeve to jam inside the aiming arm (as reported). This would account for only a portion of the thread damage (the most distal portion). The pattern in the damage of the threads suggests that the threads were ¿wiped over¿ in an axial direction. This mostly likely occurred during advancement of the guide sleeve while turning the buttress compression nut during compression. The direction of the ¿wiping¿ appears to be in the compression direction. The relevant documentation was reviewed and found it noted that the aiming arm should provide targeting to allow for correct placement of the head element in relation to the nail and that the instruments must be compatible with mating instruments in the tfna system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.